Manufacturer narrative:
A service engineer (se) reported that the device was evaluated and confirmed that there was a misalignment in the touch position (the responding position is different from the touched position). It was noted that the touchscreen would need to be replaced. This investigation is still ongoing.

Manufacturer narrative:
E1: (B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an issue with the touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a touchscreen issue. The touchscreen was calibrated, but only temporarily improved the issue, and does not lead to a permanent solution. It was also noted that there was a decline in touch accuracy over time. This investigation is ongoing.

Manufacturer narrative:
The device was re-evaluated by a service engineer (se), and it was reported that the misalignment in the touch position was confirmed. The se noted that the touchscreen needed to be replaced; however, the repair was not completed, as the customer cancelled the repair, and the device was returned to the customer. No further actions were performed by philips, and the device was returned unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.